Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017, exact time not specified. In a related complaint, the patient alleged obtaining an unknown error message on the subject device. The patient stated that she does not take any medications to manage her diabetes, and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿shaky¿ 2 days after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that it was the first use of the product and was no indication of misuse. The csr noted that the batteries did not need to be replaced and educated the patient on the meter¿s auto shut-off behavior. The csr was unable to resolve the issue through troubleshooting. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.